Event description:
It was reported by the affiliate that during a pulmonary nodule resection procedure, when the doctor tried to fire the second time, the stapler cut, but after this it was blocked. The sales rep was present during all of the procedure and she verified that the reload was placed according to the IFU. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.